Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing. Pacing was inhibited resulting in greater than two seconds of asystole. An invasive procedure was performed. The lead was surgically abandoned and the device was explanted. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.